Event description:
While rotating gantry with hand pendant, the machine and pendant both switched into auto-right lateral pelvis setup mode - and the machine components started to move into the designated positions. The motions stopped when the enable bars were released. While moving gantry with hand pendant, the table moved forward in the longitudinal direction about 3" on its own. While moving the gantry and couch laterally (unlocked-manually), the couch locked then unlocked without anyone hitting the brake release pushbutton.